Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium gas cylinder that was leaking and not airtight. There was no patient involvement.

Manufacturer narrative:
Due to character limit - initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Leak checks were carried out per the manufacturer's procedure. The unit was working properly without any leaks. The fse stated that the minimum pressure drop with the cylinder closed was a physiological drop due to the connections of the pneumatic system of the device and was normal. Operation tests were carried out with positive results.

Event description:
N/a.